Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained a compression fraction while using a vest in the hospital. The patient was admitted to the hospital for pneumonia and bronchiectasis post bronchoscopy procedure. While hospitalized the patient was being treated with the hospital¿s disposable vest. On an unknown date the patient complained of ¿severe back pain¿ and underwent a computed tomography scan (CT). The CT showed a compression fracture of the t6 vertebra. The patient reported that the healthcare provider (hcp) could not tell for certain if the use of the device caused the injury but based on the location, the hcp suspected that it could have contributed. Per the patient, the hcp also noted that their coughing and steroid use could also have contributed to the injury. It was noted that the patient had to wear a back brace to restrict their movement until the fracture eventually healed without further medical intervention. Additionally, there was no report of device malfunction. The exact cause is unknown at this time, but likely multifactorial due to the patient¿s medical history of osteoporosis and coughing and steroid usage which may have been contributing factors. No further information was available at the time of this report.